Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain') in an adult female patient who had essure (batch no. 626143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery in october 2007, multigravida, parity 3 (((B)(6) 2001, (B)(6) 2002 and (B)(6) 2007)), miscarriage, mass, bipolar disorder, stroke, gerd, hidradenitis, pelvic inflammatory disease, genital warts, gastric bypass, human papilloma virus infection, tonsillectomy, endometrial biopsy, vaginal infection (not recovered prior to essure) and vaginal discharge (not recovered prior to essure). Plaintiff denied for alcohol use. Previously administered products included for an unreported indication: depo provera from (B)(6) 2008 to (B)(6) 2008. Concurrent conditions included morbid obesity, type 2 diabetes mellitus, hypertension, hyperlipidemia, hemorrhoids, hyperlipidemia, ex-smoker, dysfunctional uterine bleeding, folliculitis, bacterial vaginosis, dysmenorrhea, menses irregular, frequency urinary, weight loss, menorrhagia, acute cystitis and smear cervix abnormal. Family history included hypertension (mother and sister), high cholesterol (mother), obesity (mother and sister) and colon cancer (grand mother). Concomitant products included atropa belladonna extract;caffeine citrate;codeine phosphate;phenacetin;phenazone;phenobarbital (analgesic comb) since 2017, ibuprofen since 2016 and vitamins [umbrella term] since 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection/infection (bladder/urinary tract/vaginal)"), vaginal infection ("vaginal infection/infection (bladder/urinary tract/vaginal)") and vaginal discharge ("vaginal discharge /discharge/vaginal discharge"). In 2009, the patient experienced cystitis ("bladder infection/infection (bladder/urinary tract/vaginal)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced nausea ("nausea/nausea"). In (B)(6) 2015, the patient experienced fatigue ("fatigue/fatigue"). In (B)(6) 2016, the patient experienced alopecia ("hair loss/hair loss"). In (B)(6) 2017, the patient experienced migraine ("migraines/migraines / headaches") and headache ("headaches/migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage ("persistent bleeding"), back pain ("severe frequent lower back pain"), abdominal pain lower ("severe frequent lower abdomen pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with medication, surgery (essure removal on (B)(6) 2012) and medication. Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, cystitis, urinary tract infection, vaginal infection, nausea, dyspareunia, vaginal discharge, fatigue, alopecia, migraine, headache, back pain, abdominal pain lower and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, cystitis, dysfunctional uterine bleeding, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: the essure catheter was advanced to the right fallopian tube ostium. Correct placement of the device was confirmed and the device was released leaving one trailing coil. Attention was then turned to the left ostium which in similar fashion was visualized and the essure catheter was advanced into the fallopian tube ostium. Correct placement of the device was confirmed, and the device was released leaving three trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 62.9 kg/sqm. Hysterosalpingogram on (B)(6) 2008: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysfunctional uterine bleeding¿ (confirming -genital haemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: plaintiff fact sheet received. The case was upgraded from non-serious incident to serious incident. Previously reported event" genital bleeding" seriousness criterion was updated to non-serious. Essure removal date and reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.